Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl). Reportedly, customer believes that they need to fine tune their pump settings. Customer consumed juice to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.